Event description:
It was reported that this pacemaker exhibited noise on the atrial channel that resulted in oversensing with no pacing inhibition. Additional information was received that this patient was evaluated in office and out of range impedance measurements were observed. Boston scientific technical services (ts) was consulted and discussed troubleshooting and further testing. No adverse patient effects were reported. At this time, this device system remains in service.